Event description:
It was reported that patient experienced right hip pain. The right hip started hurting gradually when they laid on it and the patient couldn¿t sleep. It ached at night and only at night and the patient had no falls or injuries. Every night for the past 1.5 months the patient got a sharp pain on the right side of their hip between 2 am and 3 am. The patient described the pain as being in the joint and directly over the implantable neurostimulator (ins), but the ins sat on top of the hip bone. The patient saw an acupuncturist and was told they thought the device was causing it. They took x-rays 1.5 months ago and nothing was wrong with the patient¿s muscles. The patient would have to get up, walk and move around, and take advil. The patient could not urinate when they had the pain and it would last for about an hour. The patient didn¿t know how long their stimulator had been off. The patient turned stimulation on and to a comfortable level. The patient hadn¿t used the patient programmer for 3 years. The patient was going to try to see if this helped with their retention, now that it was on. The next day the patient¿s therapy was turned off, and they were walked through turning it back on. Something was wrong with the device in the patient¿s hip. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2015. It was further reported that it was a sudden change in symptoms. The patient did not know if the pain was still there when the device was off and they wouldn¿t turn it off. The patient saw their hcp 3 weeks ago and they were going to contact a manufacturer representative to get ahold of the patient. The patient¿s right side killed them at night. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037. Serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v340507, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
Supplemental MDR initiated as device was explanted on (B)(6) 2015 (date is approximate). (B)(4).

Event description:
Additional information received via the patient reported that the device was explanted two weeks ago on monday (approx. (B)(6) 2015 as exactly 2 weeks from (B)(6) would not be a monday, closest monday- (B)(6)). The device was explanted because the patient had a hip problem where he had pain at night time. The patient's orthopedic health care provider (hcp) thought that the problem was caused by the interstim device therefore the device was taken out. The hip problem was not resolved and the patient was going to see another hcp today. The indication for use (IFU) was other.